Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (id828810) was implanted on (B)(6) 2021 to treat hydrocephalus. After a few follow up clinic visit and "mris" the valve was working well in early 2022. On (B)(6) 2022 the ventricle was growing in size. The neurosurgeon attempt to change the setting form 3 to 4 but the valve is stuck at 3. A MRI confirmed the oversized ventricle and the patient was scheduled for a valve replacement. During the surgery, the valve is not only stuck in setting 3, but it wont let csf drain, valve was blocked. Therefore the valve was removed and replaced on (B)(6) 2022 with a new valve (828810) and with the same bactiseal.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve was returned for evaluation. Device history record (DHR) - lot 4436808, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve.

Event description:
N/a.